Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Additionally, it was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Lastly, it was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. The customer's blood glucose level was 345 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged pump warm to the touch and temperature alarm issues were verified. No usb cable was received for investigation therefore no evaluation could be performed for the usb cable allegation.